Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: a b30 scope communication error, no image and corrosion on the control unit. A root cause could not be identified for corrosion and no image. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the b30 error code could not be identified. Based on the results of the investigation, the most likely cause was also not established. Date of event is unknown. Additional information will be provided if available should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 scope communication error, no image and corrosion on the control unit. There was no patient involvement.